Event description:
Patient had allograft knee surgery and began to immediately use a polar care 300 with knee pad. The next day she developed blisters. She had a skin graft in mid to late 2008, as reported by the risk manager. It is reported that the patient did not place a barrier between the pad and the skin or check her skin frequently as is indicated on the instructions for use.

Manufacturer narrative:
Product returned. No problem was found with the unit.